Manufacturer narrative:
The device was not returned for analysis. Factors that could have contributed to this complaint may be related to the interaction between the balloon material and the calcified lesion, sharp object, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. A review of the manufacturing records for this lot (4201831801) did not reveal any non-conformities which could have contributed to the reported complaint. Based on the spc review, all individual burst result of lot 4201831801 were over rbp (rated burst pressure) which mean that the value of the burst testing was 23.1 atm and remaining stable, implying that the balloon forming process is in compliance with the product specification and in control.

Event description:
During an atherectomy procedure, the balloon was inserted into the proximal circumflex stenosis and inflated once. The balloon ruptured in the proximal branch, resulting in a retrograde dissection and slow flow into the left circumflex artery. A stent was deployed to resolve the dissection and the patient was in stable condition following the procedure.